Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support, who provided pump reset information and aided in resetting the pump. Customer was able to continue using the pump afterward and was advised to call back if the malfunction code recurred. Customer acknowledged and understood the instructions.